Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, the size 11 corail stem was standing out 1cm after size 11 broaching surgery was prolonged about 20 minutes.